Event description:
Attempt was made to place the initial toric intraocular lens in the capsular bed. This lens was a model sn6at5, power 23.5 diopters. In attempting to place the intraocular lens into the capsular bag, the lens inserter suddenly propelled the intraocular lens with dramatic force into the anterior chamber and the intraocular lens very rapidly crossed the anterior chamber and perforated the posterior capsule and fell into the vitreous, where it subsequently unfolded. The inferior vitreous is where the lens unfolded. The eye was then carefully inspected with indirect ophthalmoscopy. The lens was visualized in the inferior vitreous. It was elected therefore to place a ciliary sulcus lens, realizing that the toric intraocular lens was out of position in the vitreous and would have to be retrieved later through vitrectomy procedure. Therefore, the second lens was placed in the ciliary sulcus.